Manufacturer narrative:
The technician replaced all four caster assemblies to repair the stretcher.

Event description:
Information received indicates the casters lock in brake but still rotate/ratchet.